Event description:
On (B)(6) 2010, (B)(4) was notified of an event where a patient experienced moderate erythema on the face and neck following treatment with a thermage cpt system. No unusual changes to the patient's skin were noticed during treatment. The treatment level was 4-5 on the face and 2-3.5 on the neck. Within 2 hours of treatment, multiple vesicles appeared, mostly on the neck and below the chin. Patient was seen the next day with multiple (approximately 20) vesicles on the skin. Several attempts were made to gather more information. On (B)(6) 2010, information was received that patient has persistent scarring on the neck. Date of reportability established on (B)(6) 2010 upon receipt of information confirming scarring of the patient's neck.

Manufacturer narrative:
The device treatment tip was returned to (B)(4) for analysis. A dielectric breakdown of the tip membrane was found. A technical bulletin ((B)(4)) has been released informing customers to frequently inspect treatment tips during treatment for any signs of tip breakdown.